Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges patient suffers from pain, difficulty walking, and feeling that his right hip is not in the correct place. Update 7/8/15-pfs and medical records received. After review of the medical records for MDR reportability, the part/lot is being updated. It should be noted that the doi of (B)(6) 2009 is a revision operation from a previous hip replacement. Manufacturer of the products involved are unknown at this time. The complaint was updated on:7/8/2015. Update ad 30 oct 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges dislocation and loosening of cup. Added dor, age, law firm, lawyer, hospital, surgeon, patient harm, new ip's and pec. Doi: (B)(6) 2009; dor: (B)(6) 2010 (right hip).